Event description:
(B)(6) 2025 (B)(4) (con): it was reported that the patient stated on the call that they felt like their stimulation was turning off. They initially felt like their stimulation was buzzing a lot, then it went down and then while on the phone today it was confirmed to be off. Agent walked patient through turning it back on and adjusting it, however patient stated they changed both base and prime programs and now they couldnt' remember where they were at. They stated they spoke with a manufacturer representative on tuesday, and he stated not to adjust the base program. Agent advised patient follow up with representative.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.